Event description:
The facility's biomed manager reported an infusio pump wit an 812:02 failure code that was found during biomed testing. The biomed manager stated that there have been no reports of any pt incident involving this pump since the last baxter service event.